Manufacturer narrative:
The device was returned and evaluated. The returned device was tested and no malfunction of the handpiece occurred. The device history record was reviewed and no anomaly was reported during the manufacturing process operation. This is the first return of this device for service. Based on the reported information and the evaluation of the returned device, we are unable to determine the root cause of the reported incident.

Event description:
The user facility has reported overheating and melting flues of the device. The device was reported to be in use at the time of the malfunction, however, no patient injury was reported.